Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the entire screen and it affects the ability to read the screen. The customers blood glucose level was unknown at the time of incident. Customer declined for troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted during testing. Device received with minor scratches on display window noted. (B)(4).